Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) has an issue of early battery depletion. Patient reported hearing a siren from the chest and that the patient phone wasn¿t nearby. Patient noted having a feeling in the neck. Patient also noted that the device provided therapy seven times after the patient had an electrical shock from a light switch a couple years ago. The device remains in use. No further patient complications have been reported as a result of this event.